Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Two 60mm articulating reloads were received. Visual inspection of the first returned product noted that the reload was not in interlock. The first reload had a full compliment of staples and no staples were protruding from proximal staple cartridge channel. The jaws of the reload were open. The visual inspection of the second returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 4cm cut line with staples protruding between the 3cm and 4cm cut lines. Functionally, the first reload was not engaged in interlock. It was loaded onto pmv instrument and fired properly. All staples were placed, and test media was cleanly transected. This reload was tested satisfactorily. For the second reload, the interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specific ations at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device fired few staples then stopped and got stuck. Another reload was used to complete the case. There was no patient injury.